Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was over 700mg/dl. Troubleshooting was performed. The customer stated that her blood pressure was 70/27 and she was dehydrated. Programming. Basal rates, daily totals, bolus and alarm history appeared to be correct. Ran a fixed prime and high pressure tests and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.